Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 7 in the mouth, the implant did not achieve primary stability and were mobile in type ii bone. A bone augmentation was performed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 7 in the mouth, the implant did not achieve primary stability and were mobile in type ii bone. A bone augmentation was performed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.